Manufacturer narrative:
Pr (B)(4) supplemental emdr. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. If a sample becomes available this investigation will be reopened and a follow up emdr will be submitted. H3 other text : sample is not available for evaluation.

Event description:
The retractor snapped open during use. Wires were visible but no injury or impact to the patient was reported.

Manufacturer narrative:
Pr (B)(4) initial emdr. A device is anticipated for investigation. Once the investigation has been completed a supplemental emdr will be submitted for the investigation results. If any additional information is received a supplemental will be submitted with those details. Date of event: date of event was unknown. Date of awareness was used for reporting.

Event description:
The retractor snapped open during use. Wires were visible but no injury or impact to the patient was reported.